Event description:
The customer reported the skin spacer missing. No patient injuries were reported.

Manufacturer narrative:
The ge service rep arrived on site and put a new skin spacer in the workstation for shipping. The case was completed. Results: other: skin spacer.